Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
A monarc subfascial hammock was implanted to treat stress urinary incontinence. It was reported that the pt experienced, "severe and permanent bodily injuries and significant mental and physical pain and suffering, and economic losses, including bleeding, dyspareunia, continued incontinence, leg pain, pelvic pain," and erosion of the mesh into her vaginal tissue. She "underwent subsequent procedures in the weeks following the original surgery," in an attempt to relieve her continual pain and discomfort. "These procedures involved cutting out sections of the mesh" but failed to end her pain and discomfort. Also. She has "suffered serious bodily injury, mental and physical pain and suffering."